Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the wires on their recharger antenna were exposed and noticed this issue a year ago. Pt stated they had been charging their ins since 2014. Pt stated it came up with a signal and pt kept moving their recharger antenna around and pt finally got it to charge the last couple times. Pt noted on friday night when they turned their recharger on they saw an 'eos' as well as a 'call doctor' message. Pt stated on saturday night they turned their recharger on and pulled the wire out and got the 'eos' message again. Pt stated yesterday they were able to charge their ins. It was attempted to clarify if the pt remembered if they saw eos or eri message and pt was unsure but it had a doctor message. An email was sent to the repair department to replace the recharger antenna. The pt was also redirected to their healthcare provider (hcp) to talk about possibly replacing their ins and pt mentioned they had a follow-up with their hcp in 2 weeks. Pt also mentioned they "no longer have to have that done" (this was understood as the pt may not be considering re-implanting their ins). No symptoms were reported.

Manufacturer narrative:
Date of event: date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that the circumstances that led to the eos prior to 9 years of use was that there was frayed wiring to the antenna and it would not charge; they were getting a "call doctor" on the warning screen. The steps taken to resolve the issue was that they had called the tech, and they overnighted a new antenna. When asked if the issue resolved, the pt stated that it was working good for now.